Event description:
It was reported that the patient expressed wanting their device removed because it had not helped their urinary incontinence symptoms. Their physician did not want the patient to remove the device. The patient turned their device off. The patient stated that they felt that they had a serious urinary tract infection and was taking medication. The patient had a history of utis. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection and lack of efficacy was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator expressed wanting their device removed because it had not helped their urinary incontinence symptoms. Their physician did not want the patient to remove the device. The patient turned their device off. The patient stated that they felt that they had a serious urinary tract infection and was taking medication. The patient had a history of utis. There were no additional patient complications.